Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology experienced foreign matter on the device cannula. The following information was provided by the initial reporter: the customer reported foreign matter found in the sealed sterilized package.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology experienced foreign matter on the device cannula. The following information was provided by the initial reporter: the customer reported foreign matter found in the sealed sterilized package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jun-2022. Investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one un-retracted unit in a sealed package. In addition, one photograph was submitted. Upon inspection of the received unit and the photo it was identified that a foreign matter is present on the catheter tip. A gross visual inspection could not identify what the foreign material was or where it could have originated. Therefore, the foreign material was sent for spectral analysis (ftir) testing. The testing found the material to be made up of magnesium silicate known as talc and some cardboard material. Talc is used in the processes of cardboard fabrication which is used in the packaging boxes (dispenser and shipper boxes) and may become an environment foreign. In order to mitigate this occurrence, all cardboard is kept separated from the manufacturing and sealing area. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.